Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer's report was observed during evaluation of the device. The cause of the report was isolated to the returned battery being in a low battery state. The device log was reviewed and showed that the device was not stored with pads connected, which depleted the battery. A low battery state can prevent the device from fully powering on and cause premature shutdown. Storage without the electrodes attached will cause the device to repeatedly test to check if the issue is resolved. This will drain the battery faster than expected. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.